Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant the cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2298 ohms which caused the lead safety switch (lss) to trigger switching the polarity to unipolar. The sensing vector was reprogrammed and the alert for out of range measurement was changed to 3000 ohms with no further issues observed. It was noted that the patient expired one month later for an unrelated reason.